Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that a shock impedance measurement of less than 20 ohms was detected on this right ventricular defibrillation lead via the latitude patient monitoring system. However, a review of the data stored in the latitude system showed no value of less than 20 ohms. No adverse patient effects observed.

Manufacturer narrative:
At this time, no additional information is available. If additional information becomes available, this report will be updated.

Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.

Event description:
Subsequently, it was reported that this patient and lead were evaluated by the following physician and all impedance measurements remained stable and within normal limits.